Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. The device is expected to be returned; however, the device has not yet been rec'd. A supplemental report will be submitted if the device is rec'd.

Event description:
It was reported that the customer rec'd multiple occlusion alarms. The customer's blood glucose (bg) level was 1200-1300 mg/dl and was attempted to be treated with an insulin injection. The customer was admitted to the hospital with diabetic ketoacidosis and was treated with an insulin drip and fluids. The bg level was lowered. The customer reported to have stage 4 kidney failure. The customer was discharged after 3 days. Reportedly, the customer was using apidra insulin.